Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer visually inspected the external part of the device and found dust like unknown white and black contaminants inconsistent with degraded sound abatement foam and potential very small hairs or fibers at the air input of the blower box. Moist spots on the sound abatement foam in the blower box. Some of the sound abatement foam was missing especially on the air output side. A few black pieces of sound abatement foam on the underside of blower box top. The blower motor had unknown white dust-like contamination on top of it. The manufacturer visually inspected the device internally and found that blower box had pieces of black foam all throughout it. The blower motor had potential congealed black degraded sound abatement foam inside of it. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there is confirmed presence of degraded sound abatement foam on both sides of the blower box.